Manufacturer narrative:
Add'l/corrected info.

Event description:
It was reported that on (B)(6) 2012 the patient underwent the following surgeries: 1. Posterolateral fusion, l4-l5, 2. Posterior lumbar interbody fusion, l4-l5, 3. Lumbar laminectomy for decompression, l4-l5, 4. Posterior instrumentation, l4-l5, 5. Insertion of x-box intervertebral device, l4-l5, 6. Bone morphogenic protein/bone graft matrix/autograft, 7. Dynamic free run emg with nerve conduction studies to treat the following pre-op diagnosis: 1. Degenerative spondylolisthesis, l4-l5, 2. Severe spinal stenosis. Op-notes: posterior lumbar interbody fusion was now performed from the right side. The thesal sac was gently mobilized rectangular annulotomy was performed and disk was evacuated using cutting reamers. Final fragments removed and the appropriate sized x-box intervertebral device was packed with bmp and autograft and inserted in the intervertebral space with an excellent fit. Once the distraction was taken down, final ap and lateral c-arm fluoroscopic imaging showed excellent placement of instrumentation and the structural device at the level l4-l5 level. Formal posterolatearal fusion was now performed. Decortication was done of the transverse process at the l4 and l5 level. Altering layers of bmp, bone graft matrix and autograft were placed in the lateral gutters, and our final, construct was connected. The patient was transferred back to the hospital bed in stable condition.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion surgery from vertebrae l4 to l5 using rhbmp-2/acs. Post-op, the patient experienced increasingly severe pain and weakness in her lower back and numbness in her left arm. On (B)(6) 2012, patient underwent a surgery to repair a wound dehiscence at the level of implant. On (B)(6) 2012, patient underwent a surgery to irrigate and debride the wound. A CT scan of her lumbar spine on (B)(6) 2014 shows disc protrusions bilaterally, resulting in foraminal encroachment at the levels of implant. On (B)(6) 2014, the patient underwent a revision surgery to remove heterotopic ossification compressing the exiting nerve roots at the level of implant. The patient continues to experience severe and unrelenting low back pain that radiates into her lower right foot, which impairs her ability to ambulate. The patient is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.